Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2010. They underwent right knee revision surgery on (B)(6) 2011, approximately 1 year 3 months after their primary procedure. The patient has reported constant pain since the implanted device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of prosthesis wear, instability, and patient conditions. The tibial insert stiffening screw likely stripped during device implantation. Additional potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.